Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. The power management graph was in specification. No failed battery test alarms noted during testing. No unexpected low battery alerts, replace battery alerts or replace battery now alarms noted in the pump history file. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had failed battery alarm. The customer's blood glucose was 57 mg/dl. The customer declined troubleshooting on insulin pump. The insulin pump will be returned for analysis.